Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence and a cartridge change error occurred. The customer reloaded the cartridge to resolve the issues. Customer's blood glucose was 235 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.